Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red rash with little bumps where the garment lays. Patient advised blood on the left shoulder strap from where the irritation was scratched, and it started to bleed. There was no alleged device malfunction contributing to the irritation. Patient reported that a pharmacist recommended (B)(6) lotion. Follow up indicated that the lotion is helping with the skin irritation.